Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a drug eluting stenting treatment procedure, the patient had a reaction to the durable polymer and as a result, developed an aneurysm in the area. No further patient complications were reported.